Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. High pacing lead impedance and high capture threshold were noted. No noise was seen with isometric testing. Programming changes were made and the patient will be monitored.

Event description:
New information received states that loss of capture was noted. The lead was capped.